Manufacturer narrative:
Product event summary: the data files and the afapro28 balloon catheter with lot number 27601 were returned and analyzed. The received failure file contained failure records for the date of the event. The failure file showed system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) on the reported date of the event. Additionally, the failure file showed system notice 50032 (the safety system has detected a compromised outer vacuum) on the reported date of the event. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 (indicating that the safety system detected fluid in the catheter and stopped the injection). During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection of the handle segment, blood/liquid was observed inside the handle. In conclusion, the reported issue (system notice 50005) was confirmed through data analysis. The balloon catheter failed return inspection due the system notice 50032 (the safety system has detected a compromised outer vacuum), the double balloon breach and blood/liquid inside the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter afapro28 afa pro 28, the safety system detected fluid in the catheter and stopped the injection, resulting in a system notice and error code displayed on the console. The procedure was stopped due to this system notice. Despite the issues the case was completed. No patient complications have been reported as a result of this event.